Manufacturer narrative:
The initial MDR 2432235-2018-00465 was filed on 28-dec-2018. Additional information (09-jan-2019) samples for low level prostate specific antigen (psa) were not available for confirmatory testing on an alternate analyzer. Some elevated free beta human chorionic gonadotropin (bhcg) samples could not be checked or repeated at a higher dilution. Some routine, capped, non-urgent tests were available for re-testing but total turnaround time (tat) was impacted. Potentially some stat requests such as elevated quantitative human chorionic gonadotropin (hcg) tests were delayed for repeat testing. Several (12-15) samples required recollection as no sample was available for testing after the robot incident. There was no biohazard exposure to staff. Proper personal protective equipment (ppe) was worn. The shaft holding the robot arm on the motor leadscrew became loose. The robot arm spilled over samples, then a robot motion error stopped the robot. A siemens customer service engineer followed servicing instructions to re-tighten the robot arm on the motor leadscrew and to re-teach the sample manager robot.

Manufacturer narrative:
The customer contacted siemens customer care center and stated multiple samples were reported to be spilled, and due to the loss of sample and potential for cross contamination, it was not feasible to add on tests or re-test the affected samples. There was a delay in testing of the affected patient samples. Approximately 600 samples that were not affected by the robot failure were delayed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and determined the cause of the labcell sample loader robot failure, sample tube spills and delay in testing was a loose bolt that secures the robot arm. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A siemens labcell sample loader robot failed to perform correctly and spilled multiple sample tubes creating a delay in testing. There are no known reports of adverse health consequences due to the sample loader robot failing, spilling multiple sample tubes and the delay in testing.